Event description:
The customer reported, the manifold rotator leaked when attached to a catheter. The lot number was not provided. There was no harm or injury reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The complaint was not confirmed. The lot number was not provided, therefore, a review of the device history record or complaint data base could not be done. The returned device was tested and found to be within specs. No failure detected. Eval method: device history record was reviewed, complaint data base was reviewed.